Event description:
According to the reporter, during an unknown procedure, parts of the polycarbonate material in the device hinge fell off. Same event occurred in two devices. The broken part of the first device was retrieved from the patient cavity. The broken part of the second device was not retrieved from the patient cavity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The clevis on each side of the shaft was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed replication of the reported condition may occur due to the instrument being forced beyond its indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the unit clevis to break and the distal end of the handle to partially split open. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient status is with no problem.